Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, the patient visited surgeon for possible revision. Femoral head material is cobalt chrome. The index surgery was july 2015, x-rays received. No additional information received. The device is not available for evaluation. No additional information provided after 3 attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of possible surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient visited surgeon for possible revision. Femoral head material is cobalt chrome. The index surgery was (B)(6) 2015, x-rays received. No additional information received. The device is not available for evaluation.